Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). No flashing white display noted. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. During download review, pump error 130 was found on 11/15/2025 01:57:32.000 through 11/15/2025 02:53:27.000, with several alarms noted. Line=613 file=121. Pump error 2 was found on 11/15/2025 07:41:19.000. Line=1455 file=51. Pump error 53 was found on 11/15/2025 07:41:19.000. Line=3901 file=32112. Additionally, pump error 63 was found in adapt (main error log). Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. Corrosion was found on electronic assembly, including on motor assembly, internal and external battery connectors on pcb1, force sensor connector and keypad connector on pcb1, and other portions of pcb1. Pump errors were due to corroded electronic assembly. Unit was also received with the following cosmetic damages: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of flashing white display were not confirmed when unit instead powered on with critical pump error (open book). However, customer's allegations of pump error 130 were confirmed when pump error 130 was found during download history review. Pump errors 2, 53, and 63 were also noted during download history review. Customer's allegations of moisture damage were confirmed when corrosion was found on the electronic assembly, leading to the pump errors. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was flashing the white display, and the pump got wet, and received a pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for display issues and the customer reported that the pump was flashing. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-1884.